Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and a supplier investigation of the returned device were performed following bwi procedures. Visual analysis revealed that the tube was partially detached from the side port. Due to the condition observed, a supplier manufacturing investigation was performed. It was concluded that the issue could not be related to the manufacturing process, as the device passed their tensile testing. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The issue reported by the customer was confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) observed that the tube was partially detached from the side port. Initially, it was reported that there was an issue with the vizigo¿ sheath where the stopcock meets the tubing. No further details were provided. The vizigo¿ was replaced and the case proceeded. No adverse patient consequence was reported. Since no further details were provided, the issue with the stopcock was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-nov-2023, the tube was partially detached from the side port. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 13-nov-2023.